Manufacturer narrative:
The reported complaint of tcmid:02 (ce danfoss error) error message on the thermogard xp ivtm system (B)(4) was confirmed in the event log but not confirmed during the initial functional testing. The investigation findings revealed that the probable cause of the reported tcmid:02 was due to a defective danfoss controller. Unrelated to reported complaint, leaking glycol at the march pump due to a loose clamp and liquid spill on the cooling engine (ce) base were observed during visual inspection. To remedy the leaking glycol at march pump, the adjustable clamp was re-tightened and the liquid on ce base was dry cleaned. During event log review, a tcmid:02 error was identified on the reported event date. Thus, confirming the reported complaint. During initial functional testing of the thermogard xp ivtm system, error code tcmid:02 was not duplicated. However, as a precautionary measure, the danfoss controller believed to be defective was replaced to avoid the re-occurrence of tcmid:02 (ce danfoss error). After part replacement, the thermogard xp ivtm system was re-evaluated and it passed all the functional tests. The thermogard console is ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard xp ivtm system (B)(4).

Event description:
During console's training with customer, a zoll clinical representative stated that the thermogard xp ivtm system (B)(4) displayed a tcmid:02 (ce danfoss error) during power on self test. No patient involvement.